Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that their insulin pump had unexpected restart, displayable history check failed and external ram error alarms. Customer¿s blood glucose was unknown at time of incident. Customer's mother stated that insulin was not delivered due the errors. Customer's mother performed high pressure test, self test, displacement test and it passed. Customer also stated that they have multiple issues with sensor not working. Insulin pump will not be return for analysis.